Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose was 3.9, 8.5, 7.8, 8.4 mmol/l. Tests were done within 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.